Event description:
It was reported that bd vacutainer® one-use holder plus had a molding defect. The following information was provided by the initial reporter: burr on the holder and hcp's glove was torn.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for burrs on the holders with the incident lot was observed. A batch history was unable to be performed as the batch number was not found for the material number. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for burrs on the holders with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® one-use holder plus had a molding defect. The following information was provided by the initial reporter: burr on the holder and hcp's glove was torn.